Event description:
Customer called to report a burn on her right shoulder from a bd heat wrap. She stated she removed the heat pack and the burn was there. Went for medical attention at her primary care physician who said his treatment for her would be a lidoderm patch.